Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: fold creases. A leak test was perform and were not found openings. Fill inspection was performed and identified no blockage in the valve.

Event description:
Healthcare professional additionally reported a "mass and any creases associated with a hole". Device has been explanted.

Manufacturer narrative:
The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Device remains implanted.